Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced with a new system, a few days later, due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a competitor ICD and only a right ventricular (rv) lead and right atrial (ra) lead implanted at the time of the intervention. It was also reported that following a competitor ICD generator change the patient experienced a non healing surgical wound, despite multiple attempts at revision and was referred for system extraction. It was noted that the competitor ICD header completely eroded through skin and was visible into the pocket. Additionally, it was noted that upon removal of the ra lead, there was significant hemodynamic change, the patient's blood pressure dropped to the 60s, the patient quickly responded to fluids and units of blood and remained stable. However reevaluation with transesophageal echocardiogram probe did demonstrate a new pericardial effusion but there was no echocardiogram evidence of tamponade at that time. The patient remained stable throughout the remainder of the procedure. The competitor ICD, rv lead and ra lead were removed. Given the necrotic area, attempts to close the wound were not made and instated a wound vac was placed.